Manufacturer narrative:
(B)(6).

Event description:
It was alleged that the wings did not deploy and the anchor pulled out from the bone. An additional bone hole was created to complete the procedure using a back-up device. No patient injury or other complications were reported.

Manufacturer narrative:
The device, intended for use in treatment, was not returned for evaluation. A relationship, if any, between the subject device and the reported event could not be determined since the product was not returned for evaluation. Visual inspection and functional testing could not be performed since the device was not returned for evaluation. Thus, the complaint could not be verified, nor could a root cause be determined with confidence. Factors that could contribute to the anchor wings not deploying include: the hand lever may not have been fully depressed to deploy the anchor wings or an obstruction in the device associated with the individual components leading to non-deployment. There are no indications to suggest the device did not meet product specifications upon release into distribution.